Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion at was found at 5.0 ¿ 5.5 cm from the distal portion of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.